Event description:
A report was received that a pt experienced two peripheral ulcers located at 1 and 2 oclock in their left eye with anterior chamber reaction and moderate pain while wearing focus night and day lenses on a continuous wear basis. Visual acuity reported as 20/30 os in 2003. Visual acuity prior to event reported as 20/20 os. The eye care provider instructed the pt to discontinue lens wear and prescribed antibiotic drops. The prognosis was stated as positive and that no further issues were expected. Several attempts have been made to obtain additional info. No further info is available at this time.